Event description:
Clinic notes were received reporting a vns patient was having an increase in seizures on (B)(6) 2005. The vagal nerve stimulator was interrogated and found to have the following settings: 1.75 mamp, signal frequency 20 hz, pulse width 250 microseconds, signal on-time 30 seconds, signal off-time five minutes, magnet current 1.75 mamp, magnet on-time 60 seconds, magnet pulse width 250 microseconds. A normal mode test was performed with an okay current and a dc/dc code of 2. The lead test was performed at 1 mamp and was read as okay with a dc/dc code of 1. The patient's vns was still being ramped up when event reported. Around the same time was when incontinence started with seizures - so their vns settings were decreased and then turned vns off in (B)(6) 2005, seizures decreased for about one month, then became much worse. Their vns was turned off in (B)(6) 2005. Their seizures improved over 6 months so their vns was kept off. The patient did not have an increase in seizures but a change in presentation with the incontinence.